Event description:
The device was used during a hartman's reversal. Reportedly, the staples did not form properly. The surgeon performed and unintended colostomy and resected additional tissue to complete the procedure. The hosp has reported the pt's condition is satisfactory.